Event description:
User facility reports incident of a cracked luer connector that was detected at initiation of procedure after needle was connected to the blood tubing set. Ebl = 100 cc. A new needle was inserted to continue therapy. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Evaluation of the female luer connector shows that this component met all specifications and release criteria including compliance with iso 594 parts 1 & 2. An extensive investigation has been performed involving all materials, mfg processes and quality requirements. Returned complaint samples were confirmed to have a hairline crack on the luer connector. However, no single root cause has been determined and extensive testing was unable to duplicate this issue. A series of steps have been taken to augment the impact resistance of this component. Internal testing and subsequent monitoring of actual usage have demonstrated that the steps taken eliminated further occurrence.